Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument tip connection was broken. A backup instrument of the same type was used. The procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of a broken main tube to be related to the customer reported complaint. For clarification, the tenaculum forceps instrument was found to have the main tube broken. A piece measuring proximately 0.102¿ x 0.131¿ was not returned with the instrument. The root cause is typically attributed to the mishandling / misuse. The instrument housing was removed and the clamping pulley was found to be cracked. The root cause of this failure is attributed to the mishandling / misuse. A review of the instrument log for the tenaculum forceps instrument (pn# 470207-10 / lot# k10210726-0004) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 10 minutes. The alleged event occurred on the 3rd use of the instrument. The logs confirmed that a myomectomy surgical procedure occurred on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.